Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024: information was received from a patient (pt) regarding an external device. Patient reported that they are having an issue with the controller and connecting to the implant; patient followed up saying that the controller does not connect to their implant unless the controller is close to their implant. Patient stated that charging can take a full day due to the recharger having be directly over the implant. Patient noted that they try to change the frequency but they just get the cannot find implant message until they hold the controller close to their implant. Patient mentioned that they have to do this everyday and it is a problem; patient added they have to continuously move the recharger when charging. Patient noted that they will be recharging excellent for a few seconds and then lose the quality and have to start the charge session all over again because the controller quit. Patient inquired about the stimulation on/off button and what it did; agent reviewed information. Agent walked patient through a controller reset; patient said that they were on group b with programs 1 ,2,3, and 4. Agent attempted to have the patient grab the recharger but patient disconnected the call due to having to take a different call. Agent could not obtain any further information as the patient ended the call. Agent documented reported information. 2024-aug-22: additional information was received from the patient (pt). They called back repeating issues with connection. Pt said the issue had been ongoing for a couple years already, and they'd gotten replacement controller and recharger already, but that did not help this issue. Pt said they would have trouble getting connected to start charging and then while charging the implant, if they changed the position of their body (like leaning back), they'd lose connection. Patient mentioned sometimes having to go through passive recharge mode and said they'd been trying to charge all afternoon but couldn't get past 70% (patient said charging was usually an all-day affair). Pt mentioned their left arm would hurt a lot from trying to move the paddle around and hold it in place. Pt also mentioned the therapy is helping with their back. Pt checked controller port and recharger during the call, but did not see any damage. Agent redirected to doctor to check recharging in person since the replacements over the years have not helped with the issue. Pt mentioned they would try to meet with a manufacturer representative (rep) to check recharging.